Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 7 atmospheres for 5 seconds, the balloon ruptured. Subsequently, a 2mm x 40mm x 144cm coyote es balloon catheter was advanced. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon also ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 7 atmospheres for 5 seconds, the balloon ruptured. Subsequently, a 2mm x 40mm x 144cm coyote es balloon catheter was advanced. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon also ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.